Event description:
Hv [high-voltage] impedances range 134 to >200 ohms. Since recognizing increasing hv impedances, boston scientific has issued an advisory on reliance leads due to calcification. Boston scientific released recommendations to replace hv lead with impedances >150 ohms patient had system extraction with new crt-d [cardiac resynchronization therapy with defibrillation] implant [date redacted].